Event description:
False negative troponin (tni) on triage cardio profiler (<0.05 ng/ml, < 0.05 ng/ml) as compared with beckman access (4.40 ng/ml, 4.06 ng/ml); 2 draws from same pt 2 hours apart.

Manufacturer narrative:
Complaint investigation pending.